Event description:
Healthcare worker experienced minor breakouts, dry irritated patches, and occasional respiratory irritation. She saw a dermatologist, and is taking prescriptive medication.

Manufacturer narrative:
The device history record was reviewed, and based on the lot number provided, no issues of any kind were detected during the manufacture of this code. A random visual examination of the mask samples was conducted. Fibers could be detected in the 1mm to 2mm range in length. No more than 2 fibers could be detected in the inner surface of the facemasks examined, which has a dimension of about 4 inches in width by 7 inches in length. This finding is considered to be within specification. No other abnormal observation could be made. During the product development phase, all materials used for the mask were evaluated for biocompatibility. The testing was performed in accordance with international standard (B)(4) biological evaluation of medical devices. Only materials that successfully complete these tests can be commercialized. This mask is engineered without dyes or other potentially irritating materials. In addition, the materials used in the manufacture of this mask lot number met raw material specifications; there have not been any material changes.this mask is composed of polypropylene and cellulose components. At this time we cannot determine a root cause for the reported issue. We will continue to monitor for complaints of this nature.